Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported during the procedure, the physician encountered resistance during coil (subject device) placement in the aneurysm and the coil (subject device) got stuck. Upon removal of the microcatheter, a small piece was noticed separated from the subject coil (collected). No further information is available.

Event description:
It was reported during the procedure, the physician encountered resistance during coil (subject device) placement in the aneurysm and the coil (subject device) got stuck. Upon removal of the microcatheter, a small piece was noticed separated from the subject coil (collected). No further information is available.

Manufacturer narrative:
C2 / d10 concomitant products grid: updated d4 expiration date - added d9 returned to manufacturer on - updated d9 product available to stryker ¿ updated h4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated h3 summary attached - updated there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received, and the reported lot number was confirmed from the packaging label. During visual inspection, the coil delivery wire was noted to be kinked. The main coil was seen to be broken. The main coil was seen to be kinked at the proximal end. Functional testing was not completed due to device condition. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer is the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. During analysis, the main coil was noted to be broken/fractured and kinked, the delivery wire was also kinked in two locations towards the middle of the delivery wire. An assignable cause of procedural factors will be assigned to the as reported code of coil in catheter friction as this defect appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of procedural factors will be assigned to the as analyzed code of main coil kinked as this defect appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage will be assigned to the as analyzed code of coil delivery wire kinked/bent as this defect appears to be associated with handling of the product or portion of the product during preparation.